Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Brad squire need some assistance on 8110 s/n (B)(4), when running pm on pressure disc accuracy it kept on failing, tried doing calibration and still kept on failing. I ask brad to allow me to remote in so I can watch the process that he was doing. While observing his process I notice that his jigs setup is not correctly set up base on the reading. I suggested to run an analog test, the mmhg that he is injecting is reading twice the amount from the analog test. This confirmed that the setup that he has is incorrect. I suggested to verify the 3 way stop cock make sure the settings are set correctly. After verifying his jigs set up. The reading now on the pressure accuracy is working good now.